Event description:
Report received of a pump "sparking" when it was plugged in. It was reported that there was a note attached to the device, which stated "sparks came out when plugged in". There was no tracking information (patient/location/nurse) available. It was not known where the sparks were coming from. There were no reports of any adverse effect to a patient, staff or visitor.